Manufacturer narrative:
UDI: unavailable. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical trial. Revision unconfirmed, though revision event date given as (B)(6) 2015 (date depuy notified) stem lot number unknown, sleeve details not given (dummy product reported instead) no implant date provided. Reason for revision (if there has been one): wear of articular bearing surface of internal prosthetic joint. Patient's year of birth (B)(6).